Manufacturer narrative:
H3: product ID: 97755 ; serial# (B)(6); product type recharger was returned for product analysis. Analysis found that the complaint was unverified. Recharger telemetry module (rtm) never got hot after running it for 10 mins. Visual observation noted that the relay wires taped up. Recharger antenna passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient stated when they tried to charge their implant about a year ago, the recharger paddle got really hot and they couldn't charge the implant. Patient said they didn't realize the paddle could be replaced, and didn't want to do anything with the implant until they spoke with a nurse at kaiser about the issue and was told to call for a replacement so patient could charge before having implant reprogrammed. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.